Manufacturer narrative:
Device evaluation: one device was received. The visual inspection found the tamper seals were removed, the pump had a non-OEM top case, a crack on the right plunger case and bottom case, and a broken interconnect board cable connector. Due to the broken interconnect board cable connector, the pump had a power up problem, so the functional testing was unable to be done to confirm the reported motor rate error. The root cause was unable to be confirmed. The worm coupling, worm gear, lead screw and both clutch halves were replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump displays motor rate error. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.